Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving "replace sensor" message after 4 days of using adc freestyle libre sensor. The customer exhibited hypoglycemic symptoms and was unable to treat himself. Customer was hospitalized on (B)(6) 2019 and was diagnosed with hypoglycemia. Customer was reportedly treated with unspecified units of insulin IV and was discharged on (B)(6) 2019. It should be noted that customer's symptoms and diagnosis are consistent with hypoglycemia, but not consistent with the treatment of IV insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving "replace sensor" message after 4 days of using adc freestyle libre sensor. The customer exhibited hypoglycemic symptoms and was unable to treat himself. Customer was hospitalized on (B)(6) 2019 and was diagnosed with hypoglycemia. Customer was reportedly treated with unspecified units of insulin IV and was discharged on (B)(6) 2019. It should be noted that customer's symptoms and diagnosis are consistent with hypoglycemia, but not consistent with the treatment of IV insulin. There was no report of death or permanent injury associated with this event.